Manufacturer narrative:
Isi has received the vessel sealer associated with this complaint and completed investigations. Failure analysis investigations did not replicate or confirm the customer reported complaint of "not cauterizing". The electrical continuity test passed. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy activation test was then conducted on system. A wet paper towel was held between the grips and smoke appeared when the energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. No loss of power and no intermittent energy were observed. No errors occurred during in-house testing. An additional observation not reported by site was a dislodged snake wrist. No pieces were found to be missing. The known common cause of this failure is mishandling/misuse. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. The cause of the insufficient sealing that was reported is unknown. If additional information becomes available, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer was not cauterizing. A back-up vessel sealer was used and the procedure was completed with no reported injury. Intuitive surgical inc. (Isi) performed follow-up with the customer and obtained additional information. There were no error messages or error codes generated. It was confirmed that the audible tones sounded normal during the sealing sequence, but it is unknown if the successful seal confirmation tone was generated. The target tissue was the colon which was smaller than 7mm. The patient had not undergone any pre-surgical chemotherapy or radiation treatment and the vessel was not calcified. The vessel sealer did not encounter interference during the sealing sequence from any staples or other type of instruments. The issue was noticed immediately that the vessel sealer was not sealing properly. There was no bio debris on the jaws of the instrument. The surgeon believes that instrument malfunction caused the sealing issue.